Manufacturer narrative:
A field service engineer (fse) was dispatched to the facility and checked the system and found multiple error messages. Fse noted that the connector 48v in the back plane card was not seated properly. The fse reseated the connector 48v in the back plane card and the reported issue with the psc was resolved. Products were not returned back for investigation. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that an hour into the da vinci assisted prostatectomy with lymphadenectomy procedure, the patient side cart (psc) shutdown with a non-recoverable message. The surgical staff was unable to recover the non-recoverable message. Due to the reported issue, the surgeon made the decision to complete the procedure using another da vinci system.

Manufacturer narrative:
The device was returned and evaluated. Failure analysis (fa) was unable to replicate the problem by installing the backplane into system and testing. The problem actually pointed to power tray. Fa reviewed the system logs and found this problem happened on (B)(6) 2016.